Manufacturer narrative:
Quality inspection and testing of the returned device indicated no problems detected with the device. There is no evidence to suggest that there was a device failure.

Event description:
The tibial insert would not properly engage into the tibial tray.